Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2850 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redv2850) have been reported from the same facility.

Event description:
It was reported that during PICC insertion of sl 4fr catheter with 3cg wire inserted in right upper extremity, resistance was felt and obstruction at the 20 cm mark (20 cm in). Sherlock not detected as PICC would not fully advance. Retraced 3cg wire and found it to be kinked. Wire was taken out of procedure and replaced with a new 3cg wire from brand new kit.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg wire is confirmed but the exact cause is unknown. One 3cg stylet t-lock assembly was returned for investigation. The sample was returned in opened packaging, ref: 1174108d and lot: redv2850. The stylet was observed to be intact. Multiple kinks in the polyimide tubing were present 2.3, 3.3, and 5 cm from the distal end. Microscopic observation revealed the kink to be located in between magnet locations. The polyimide tubing was cut near the kink area in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include advancement against resistance and patient anatomical factors. Since a kink was present on the returned device, the complaint is confirmed. A lot history review (lhr) of redv2850 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redv2850) have been reported from the same facility.

Event description:
It was reported that during PICC insertion of sl 4fr catheter with 3cg wire inserted in right upper extremity, resistance was felt and obstruction at the 20 cm mark (20 cm in). Sherlock not detected as PICC would not fully advance. Retraced 3cg wire and found it to be kinked. Wire was taken out of procedure and replaced with a new 3cg wire from brand new kit.